Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that shaft break occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent catheter snapped inside the patient's body. The device was completely removed, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent catheter snapped inside the patient's body. The device was completely removed, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr us 3.50 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified on the hypotube, 50cm distal to the distal strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis. B3 date of event: used the first date of the month of the aware date as no event date was provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.